Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 47 mg/dl. Customer stated that the insulin pump did not alarm when she was on low. Customer advised that she turned on the sensor settings on silence was want to make sure that low alert will not be affected as there was an instance that she got low and she did not remember if the pump gave her an alarm. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.